Event description:
During a thoracoscopic procedure it was reported that an epicardial/tissue injury (small hole) occurred, resulting in conversion from a minimally invasive to an open procedure. The procedure was completed and the pt recovered without incident. The injury was noticed as the surgeon was transferring an ablation probe (a non-isi medical product) from a long tip forceps instrument controlled with the right hand to another long tip forceps controlled with the left hand. There was no reported malfunction of the da vinci surgical system or associated instruments. Based on available info, the specific cause of this injury cannot be determined. No add'l info regarding this event is anticipated.